Event description:
Paramedic reported testing an unresponsive patient's blood glucose, using the suspect device, with a result of "hi" (>600mg/dl). Paramedic indicated that patient's blood glucose was retested, 4-5 minutes later, with the same result-"hi". No treatment was reportedly administered by paramedic and patient's blood glucose measured 192 mg/dl, 10-15 minutes later, on the suspect device. Patient reportedly regained consciousness and was started on oxygen and intravenous saline solution. Paramedic also reported that patient was wearing an insulin pump; however, no adjustment had reportedly been made to the device. Patient was subsequently transported to the hospital where, 20 minutes later, patient's blood glucose measured 48 mg/dl, on a hospital instrument. Paramedic was unable to provide any details of patient's diagnosis or treatment. Patient's current condition: not provided. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range.